Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support, the customer was able to reload the cartridge and continue to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.